Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. The patient began treatment intraperitoneally with injection reflin (500 mg, frequency not reported) and intraperitoneally with injection amikacin (50 mg, frequency not reported) for the event. On an unreported date, the patient was discharged from the hospital. Treatment with antibiotics and dianeal therapy was ongoing at the time of this report. The patient recovered from the event. No additional information is available.